Manufacturer narrative:
Evaluation summary: neither x-rays nor op-notes were provided. Based upon the available information, the exact cause of pain can not be determined at this time. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet requirements and therefore is being filed late.

Event description:
It is reported that the patient has pain.